Manufacturer narrative:
It was reported the patient experienced ineffective stimulation. As a result, the patient underwent scs system explant.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient underwent scs system explant. Also see MFR. Report #: 1627487-2017-06333.